Manufacturer narrative:
Sw 1.1f. A33 alarm during the basic occlusion test due to faulty fsr (gold). Pump passed the displacement test. Unable to perform the prime/a33 test, occlusion test and no delivery test due to a33 alarm. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, stained end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The blood glucose at the time of the incident was 124 mg/dl. The device will be returned for analysis.